Event description:
It was reported that the day after the application of the dressing the patient showed a cutaneous reaction on the knee. It looked like eczema with intense itching. The dressing has been removed the same day and some cortisone ointment has been applied on the scar.